Event description:
(B)(6) was notified of the adverse event described below. After evaluating the information received, (B)(6) has determined the adverse event was not related to a device manufactured, sold, or imported by edwards lifesciences. Following 21cfr803.22, we are hereby submitting edwards notification of the event to cdrh. At the end of the transfemoral tavr procedure case the preclosed sutures pulled out of the left common femoral when the team removed the 14fr esheath. The surgical team was called in to close the left common femoral artery. The left common femoral artery was closed without issues and the patient was sent to recovery in stable condition. The team stated that the 14fr esheath was not to blame but this was due to pre-close failure alone and poor tissue quality. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).